Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was treated in the emergency room (ER) for elevated blood glucose (bg) of 276mg/dl with nausea, vomiting, abdominal pain, confusion drowsiness, shortness of breath, increased thirst, increased urination, large ketones, and diabetic ketoacidosis. The patient was reportedly treated in the ER with IV fluids, insulin via injection, and other unspecified treatment. Reportedly, the bolus settings were recently adjusted. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. No pump defect was found on troubleshooting, however a cause for the bg excursion could not be determined. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.